Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported red x appears although it passed calibration. There was no reported of patient involvement.